Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. The customers complaint was confirmed. A full technical evaluation was completed. The air/water supply volume was inspected for an air/ water flow issue. There was neither air nor water at the output of endoscope, due to a clogged nozzle. The nature of the clogging could not be identified. The following non reportable malfunctions were identified: rubber glue worn out and damaged; light guide tube wrinkled; and knob play and less angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that there was a scope error code e101 air channel clogged, passage time greater than 30 seconds while using the colonovideoscope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the black foreign material was unable to be identified. The root cause of the foreign material clogged in the air/water nozzle was unable to be identified. The event can be detected by following the instructions for use which state: ¿instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual cf-hq1100dl/I reprocessing manual 5.3 precleaning the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the event.¿ olympus will continue to monitor field performance for this device.